Event description:
Same case as MFR # 6000118-2005-00003. It was reported that difficulty was encountered during the procedure to implant the titanium greenfield vena cava filter. The filter was reported to have "failed". The device was removed. A second filter was attempted with the same result. A third filter was successfully implanted. No pt injuries or complications were reported. Additional inof has been requested.